Event description:
A consumer's husband reports that following intraocular lens implant surgery, his wife's vision had decreased to 20/70 and she had developed macular edema. The patient had an injection of cortizone into the macula and reports a spot in her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/15/2008 and 02/18/2008 by fax, mail and telephone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/14/2008.